Manufacturer narrative:
Additional information provided indicates the event occurred prior to device approval. This event is no longer considered MDR reportable.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, reporting and capture are being done conservatively, as the patients were implanted between 2009 and 2014 in which device availability in the united states was limited. No additional patient or procedural factors were provided that could help determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4) method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure. Human factors. Canádyová, j. (2015). Short-term and medium-term outcomes of transapical aortic valve implantation as a single-strategy approach: one center's experience. Kardiochirurgia I torakochirurgia polska, 95-102.

Event description:
As reported in an article published by kardiochirurgia I torakochirurgia polska, conversion to sternotomy was required in one patient due to an annular rupture. It is unclear if the valve implanted was a sapien or sapien xt as the article does not clearly state the model number.